Event description:
On (B) (6) 2010, the pt reported that for the past month she has had elevated blood glucose readings which she thinks is associated with her insulin infusion set pigtails clogging up. She stated this has occurred with her last 2 boxes of infusion sets. She said when she disconnects from her headset, insulin shoots out from the tubing as the pressure is released. She said her infusion device does not always alarm with the e4 (occlusion) error. She said her readings since (B) (6) 2010 have been in the 400-500 mg/dl range with her target range being 85-120 mg/dl. Symptoms are: feeling very ill, dry mouth, lethargy, rapid heart beat and not being able to really talk. She changed her infusion set and bolused to treat her readings. Her current reading is 184 mg/dl. She stated the issue occurs mainly after she takes her bath. She said she tries to minimize the exposure of the pig tail to the water, but there is a slight exposure to the warm water. The chance of insulin crystallizing was discussed with the pt. She changes her headset every 3-4 days and was advised the headset should be changed every 2 days. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set, infusion device, adapter, battery and battery cover were replaced and requested to be returned for evaluation.